Manufacturer narrative:
Evaluation summary: one bci monitor device was received for investigation. The monitor was powered on and the display was missing the left side of the display, which confirms the customer's reported issue. The investigation determined the mixing pixels found is consistent with unit being impacted from a drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, centrifugal forces in the time of impact the pressure to the display and affects pixels alignment in the lcd grid, known for resulting in pixels damage. Conclusively, the failure was noted to be a result of impact sustained by the monitor during use and handling. It was also noted that the operation manual informs the user in chapter 1 & 3 in the warning section with the following information: "any monitor that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation."

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor had missing pixels through the middle of the screen. No adverse effects were reported.